Manufacturer narrative:
(B)(4). Medical product - , item 161475, lot r3050589a. Therapy date - device remains implanted. Medical product -, item 159554, lot 816860. Therapy date - device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01020 and 3002806535-2018-01021.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the implant made popping noise in the left knee. No treatment is planned and the patient declined physical therapy.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the implant made popping noise in the left knee.